Event description:
It was reported to philips that the system was not booting up. No harm to the user or patient was reported. The system was not in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed that the frontal image processing pc (ip-pc) was malfunctioning. Upon troubleshooting, fse found the ippc not booting intermediately and required to be turned on manually. To resolve the issue, fse replaced the ippc. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.